Event description:
The director from the hospital sent a letter stating that the omega 3 broke after being implanted a year. The patient's bladder has been pierced.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.